Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor performed the continuity resistance test and the sensor failed per specifications also, the sensor was received with a bent cannula; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used. The insertion needle was not returned so we are unable to confirm insertion needle anomaly. Unable to confirm adhesive anomaly due to the sensor was returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had issues inserting the sensor with the serter. The insulin pump kept alarming sensor error. Customer's blood glucose level was 39 mg/dl. She treated her low blood glucose level with food. The test plug procedure passed. The sensor cannula was bent. The introducer needle was hard to remove. The customer was advised that the device would be replaced and agreed to return the product for analysis.